Manufacturer narrative:
During preparation of the investigation it was noted that the notification date initially recorded was incorrect. Indeed it was entered as (B)(6) 2019 but the complaint description clearly states that a company hardware engineer noticed the issue on (2019. The correct event notification date is (B)(6) 2019. It was reported that one of the four immobilization system foot is in the incorrect direction. Event summary, device history record review and complaint history review did not identify contributing factors. According to technical investigation this event was caused by a manufacturing error (assembly instructions not followed), insufficient manufacturing instructions (no clear explanation of the mounting direction) and insufficient incoming inspection instructions (proper assembly was not verified).

Event description:
During the surgery, it was noticed that the stabilization system was functional, however, one foot was in the wrong direction (parallel instead of converging).

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. The device model rosa one spine application is not FDA cleared but is similar to the device rosa spine, classified olo and cleared under k151511.

Event description:
During the surgery, it was noticed that the stabilization system was functional, however, one foot was in the wrong direction (parallel instead of converging).